Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the paramedics were called to his home due to low blood glucose levels. The customer reported a blood glucose reading of 240 mg/dl during the call. The customer stated that he had just changed the infusion set 25 minutes prior to the event and he was not connected to the infusion set during the manual prime or rewind process. The customer also stated that the health care professional had changed the basal rates and the insulin pump had been exposed to an MRI. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.